Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: etcf3636c49e, (B)(4), etlw1616c124e, (B)(4), etlw1620c124e, (B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that the patient expired due to their aneurysm approximately three years and six months after the index procedure. The physician does not know anything about the cause of death. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.